Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event and was treated with unknown antibiotics. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis. Twenty one days after the event onset, the patient was discharged to a skilled care facility and was recovering from the event. Additional information is not available.